Event description:
It was reported that the patient was in the hospital with non-specific symptoms. The patient appeared -groggy-. The atrial lead exhibited loss of capture and high thresholds. The device was reprogrammed which resulted in consistent capture. The patient would be monitored.